Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-g "power shut off suddenly, making measurement impossible." There was no patient impact or consequence reported.